Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (dosage, route, frequency and duration not reported) for peritonitis. At the time of this report, the treatment with antibiotics was ongoing and the patient was not recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.